Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked at the y-site. The following information was provided by the initial reporter: "IV fluid spiked, leaking noted at y-site prior to administering to the patient. Affect on patient: no harm/near miss."

Manufacturer narrative:
H6 investigation summary: the customer reported leakage at the y-site and returned one used sample of material 2420-0007, attached to an extension filter set. The complaint of leakage was confirmed by a small hole in the tubing in between the back check valve and the top smart site. A definitive root cause was unable to be found. Manufacturing conducted a further investigation and found potential root causes of exposed edges, the tubing cutter rings, and manual cutters with wear. This product was produced at the beginning of august 2021, and since then several corrective and preventive actions have been put in place to mitigate the risk of this issue. These actions include repairing exposed edge in manual cutter, mold transport carts, maintenance on sharp point in manual cutter, tube conveyor carts, and the tubing cutter eye rings were replaced. A device history record review for model 2420-0007 lot number 21085181 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked at the y-site. The following information was provided by the initial reporter: "IV fluid spiked, leaking noted at y-site prior to administering to the patient. Affect on patient: no harm/near miss."